Event description:
It was reported that pump experienced malfunction with malfunction code displayed but no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully reset it without recurrence of malfunction, and was advised to continue using pump and call back if problem reappeared, which customer acknowledged and understood.